Event description:
It was reported that this pacemaker system exhibited oversensed noise in the right ventricular (rv) channel which resulted in pacing inhibition. In addition, the patient experienced lightheadedness. Technical services (ts) was consulted, reviewed the available data, and recommended reprogramming options and a lead revision. This pacemaker remains in service. No additional adverse patient effects were reported.